Event description:
The lead was repositioned following high capture threshold. However, the lead was explanted after an attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.